Manufacturer narrative:
D2: common device name corrected to dh ef balloon tubes products. All information reasonably known as of 06 apr 2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc.. Avanos medical inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. Root cause could not be determined. All information reasonably known as of 04-feb-2020 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as complaint (B)(4).

Event description:
It was reported the enteral feeding tube leaked causing skin breakdown, "the size of a pencil eraser" where the retention ring "digs into" the patient's skin. The skin breakdown required treatment at an advanced wound care clinic with collagen therapy for 6-weeks. Currently, the leakage "is less but still there." The skin breakdown has "improved" but the skin remains "pink and tender". The patient is currently using desitin and 4x4 gauze under the retention ring to help with gastric leakage and tube discomfort.